Manufacturer narrative:
It was reported to abbott medical optics that photorefractive keratectomy (prk) was performed (B)(6) 2015. On (B)(6) 2015 the uncorrected visual acuity (va) was 20/100. This was the first visual acuity taken since the prk surgery. Also surgeon thinks that the epithelium may have been a bit loose or bunched up and the flap was thin at that spot. And, as they ran the laser, gas erupted through the thin area. The pre-op bcva was 20/20. The most recent best corrected visual acuity was 20/40 on (B)(6) 2014. The patient has had prk performed on that eye on (B)(6) 2015.

Manufacturer narrative:
The concomitant product (patient interface) device history record was reviewed and the documentation shows that manufacturing assembled the purchased orders within specifications when this lot was completed. Methods, results and conclusions - a review of maintenance records show that last preventive maintenance for the equipment was done in feb-15 and equipment met specifications.

Event description:
The clinic reported a patient had a flap complication on right eye (od) resulting in a buttonhole flap. Through follow-up, the account reported the flap was thinner than expected and experienced a buttonhole. The flap lift was aborted. The surgeon plans to complete the procedure with a photorefractive keratectomy (prk) at a future date. Account reported od¿s best corrected visual acuity (bcva) pre 20/100, post 20/40.

Manufacturer narrative:
Information provided by the manufacturer. (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: account reported that last bcva for the buttonhole flap patient is 20/30. Placeholder.